Manufacturer narrative:
The ups has been checked and is working to specification. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
The customer reported they had a complete power outage. The system was plugged into a ups (uninterrupted power source). The ups did not hold the power for the system and took approximately 2 minutes to reset. The system was on air function when the eye collapsed before the system was rebooted. No pt injury was reported.